Manufacturer narrative:
Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor can a root cause or any potential contributing factors be identified. No actions will be taken at this time. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. The device history record review is in process but hasn't been completed. Once the results are available, a supplemental report will be submitted. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. Pressure readings should correlate with the patient¿s clinical manifestations. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. It is unknown whether any user or procedural factors contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported, this oximetry cable overheated and the svo2 values that were displayed were wrong. The device was re-calibrated for troubleshooting. There was no allegation of patient injury reported. The device was not available for evaluation since the hospital did not have a new cable yet. As per follow up, it was clarified that no error message was displayed. The svo2 values were 21% instead of 53% and they were compared with the ones provided by a blood sample, therefore, a big difference was noticed . The device was re-calibrated but the issue remained. The patient was not treated according to the wrong values. There was no patient injury due to the event.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
A device history record review was completed and documented that the device met all specifications upon distribution.